Event description:
The customer reported that the image cut off and the image became like a print during a diagnostic colon examination involving an olympus colonovideoscope. The procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.